Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the pt is reporting patellar knee pain approx 8 months post-op. Neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unk. Based on the available info, an exact cause for the reported condition cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain under knee cap.